Event description:
It was reported by service report that the wheel was worn and the retaining post tube was loose. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.